Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Images were received and the investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years post port placement, there was allegedly difficulty flushing the device. It was further reported that under x-ray imaging the port body was identified to be broken and the catheter detached with migration to the heart. Reportedly, the device was removed and another port was placed. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: device history record review could not be completed as the lot number was not provided. However, there were no changes from manufacturing process were performed during last twenty four months that could affect the failure mode reported on this complaint investigation summary: although the sample was not returned for evaluation, two x-rays were provided for review. The investigation is confirmed for catheter breakage with embolism, as the image review found, as a key point, that the catheter tubing is likely in the right heart. Although a definitive root cause could not be determined, pinch-off syndrome from subclavian placement medial to the first rib, flexural fatigue, incorrect assembly of the catheter lock onto the port stem and catheter, and catheter breakage at the port stem could have potentially caused or contributed to the reported event labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three years post port placement, there was allegedly difficulty flushing the device. It was further reported that under x-ray imaging the port body was identified to be broken and the catheter detached with migration to the heart. Reportedly, the device was removed and another port was placed. The patient status is unknown.